Event description:
It was reported that the handpiece overheated during routine maintenance testing by the manufacturer at the account. This did not occur during a surgical procedure. There was no patient involvement. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An evaluation was conducted. According to the investigation details, the rotor bearings were gritty and the upper bearings were worn, which were both replaced, along with other components.